Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that she had low battery on her insulin pump and went to change the battery and then the pump came up with the error. Customer mentioned that she had to rewind the insulin pump again because the insulin pump was not reading the new reservoir. The customer was able to rewind the insulin pump but the error reoccurred after inserting new batteries. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the pump and revert to backup plan. The insulin pump will be returned for analysis.